Event description:
A physician attempted an arteriotomy closure and successfully deployed a starclose device. Although the procedure achieved hemostasis, the patient experienced pain in the lower abdominal area. The patient was observed for an hour; the pain continued and the area was firm. A CT scan was performed and showed a hematoma (8 x 11cm). It was reported that the hematoma created a tamponade of the artery and stopped the bleeding. The hematoma was reported to have resolved itself. The patient was discharged home in stable condition.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.